Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed high pacing impedance, high capture threshold, and increased sensing on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was stable.